Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported seroma for unknown side. The device remains implanted.

Event description:
Patient reported seroma for left side. The device remains implanted. Healthcare professional reported "small mature lymphoid cells present. Following markers noted: cd3 positive, cd20 negative, cd30 negative, alk negative". Since both cd30 and alk are negative, no malignancy term code is appropriate.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.